Manufacturer narrative:
The implicated belmont rapid infusion and the disposable set were not returned for eval. We have tested the rapid infuser several times and found no problems. The system had shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches our specified limit, the system stops pumping and heating and closes off the line to the pt. The volume of tubing between the temperature sensor and the pt is 45 ml so that none of the over temperature fluid could have reached the pt. We believe that clot formation inside the heat exchanger blocking flow was the most likely cause of the system/heat exchanger overheating rather than a system malfunction. Our company director , mgr, and clinical specialist met with the anesthesiologist for liver transplants at this hosp after we received the reports. We are diligently working with this hosp trying to find the root cause. Our clinical specialist and the mgr spent several days, observing various operations, attempting to find the root cause. At this time, we are unable to find any problems with our system but we learned that: magnesium was sometimes added into the large reservoir containing blood. Fluid contained within this reservoir is pumped into the disposable set heat exchanger; calcium was infused into the pt but we did not know if it was infused into the same catheter; calcium was tested positive at the pt line at least once. There should not be any calcium in the pt line; and despite warning to discard the overheated infusates, this hosp was reusing them. The large volume reservoir used in most major procedures has a 160 micron screen filter. By contrast, the spacing between the flat rings of the heat exchanger is about 750 microns. All solutions must pass through the filter before the heat exchanger. This implicates a soluble factor that changes form after passing through the filter has occluded the rings of the heat exchanger. Therefore coagulation within the disposable set is the most likely explanation. We have more than (B)(4) devices in clinical use at nearly all major medical ctrs in the us, and around the world, including (B)(4) liver transplant ctrs in the us. In 2010, we shipped sets for (B)(4) procedures. Except for a series of complaints from liver transplant group at (B)(4), no other hosp in the world has registered this type of complaint.

Event description:
It was reported by (B)(6) that "physician started case at 0415, lines in at 0515. At 0615, first infuser was attached to pt as 2nd rapid infuser already attached. The rapid infuser, s/n (B)(4), attached to the distal side port of multiple access catheter (mac); both units used simultaneously. Another physician took over case at 0715. At 0815, first pump alarmed, with the following message: overheating; discard contents. Unit disconnected and removed by psst. Approx 24 units of prbc and 30 units of ffp had been infused at 30 ml/min; approx half through first infuser."